Event description:
The customer reported to olympus, during preparation for use for a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the air/water channel on the evis lucera duodenovideoscope was blocked. The intended procedure was completed with another evis lucera duodenovideoscope with no surgical delay. The facility stopped using the scope. The scope became blocked during a previous procedure or reprocessing prior to the last one. No patient harm reported. During the evaluation of the device, it was noted the foreign materials came out of the air / water channel due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the foreign materials came out of the air / water channel due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. It was likely from the following information that reprocessing after the previous procedure was improper, and body fluids/adhesive matter of chemicals used remained and adhered in the nozzle. According to the device inspection result, blown foreign material came out of the nozzle. According to a similar complaint, it was likely the air/water nozzle was clogged with foreign material such as gauze, piece from peripheral device, body fluid, adhesive matter from used chemicals due to inappropriate reprocessing after previous procedure. The IFU (instruction for use) provides guidelines: the user can detect the suggested event properly by handling the device in accordance with the following IFU. Operation manual_ preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. Inspection of the air feeding function. Inspection of the objective lens cleaning function. The user can reduce and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Reprocessing manual_ cleaning, disinfection and sterilization procedures precleaning_ flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Flushing detergent solution into the air/water channels. Removing detergent solution from all channels.